Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 1.4 inr. The corresponding lab result reported was 2.1 inr. The pt has a port that was not flushed when the device was used.